Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the communication error e226 occurred due to a communication failure caused by the faulty cable unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was returned to olympus for evaluation. The device evaluation confirmed the original complaint reported in b5, and there were no additional findings. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for a therapeutic laparoscopy their 4k camera head had the following reportable event; no camera image with error code e226. There was no patient harm, procedural delay or injury and the procedure was completed using a similar device.